Manufacturer narrative:
The customer reported issue of thermogard exhibited mid: 09 (air trap assembly) error message was confirmed during the event log review and functional testing. The root cause was determined to be due to the presence of debris in the air trap sensor tunnels. The air trap block assembly was replaced to address the reported complaint. During the visual inspection, no physical damages to the console were observed. Upon further visual inspection, found debris in the air trap sensor tunnels that were not able to be removed. Event log data was downloaded and noted mid: 09 (air trap assembly) error message around the reported event date, thus confirming the reported issue. Following the repair, the thermogard console passed all the testing with no issue or faults observed. All tests and readings are within the specified limits and functioned as intended. Historical complaints were reviewed and there was no previous history of complaint reported for the thermogard xp ivtm console with serial number (B)(6).

Manufacturer narrative:
The device associated with this complaint was not returned for evaluation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
Two days after the intravascular temperature management therapy started, the thermogard console generated the mid:09 (air trap assembly) error. Upon inspection, no fluids were observed around the console or start-up kit (suk). The therapy was discontinued; however, the catheter was not replaced and was left in place and used as the central line. The patient's temperature was 36.9°c. An alternative method was used to complete patient treatment. The patient was discharged from the intensive care unit and no patient consequence was reported. Later, the on-site biomed tried to clean the air trap sensor, however, the mid:09 error persists.